Manufacturer narrative:
A sample from the patient (from (B)(6) 2023) was provided for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with elecsys tsh on a cobas e 801 module. The results did not agree with the results from a competitor assay as the values showed different clinical interpretations in relation to the respective assay reference ranges. The customer alleged that multiple measurements were performed with samples collected from the patient, including measurements performed with elecsys tsh and three competitor devices. The customer suspects an unknown sample interference, as the results were comparable but clinically not plausible for the patient's medical history (ft4 and ft3 are also elevated). Refer to the attachment for the patient data. The sample/result in question is highlighted in yellow (sample 11).

Manufacturer narrative:
Investigations of the patient sample were able to replicate the results obtained by the customer. No interfering factors were detected in the sample. The investigation could not identify a product problem.